Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, no; staples in the track, yes(23) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, no. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was concluded that the reported "device would only fire one staple" during surgery occurred due to two misaligned staples jammed in the track. The instrument was rec'd with two misaligned staples jammed in the track which could not be realigned for proper feed to occur. No conclusion could be reached as to how the staples had become misaligned in the track.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device would only fire one staple. There was no pt consequence.